Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of "uri/ sinus infection," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a "pt came in for check-in post filler-bump on left chin that occurred s/p their respiratory infection (deemed not related to the device). Was already started on medrol dose pack when they called me and is much improved after 2 days. D/w pt dissolving, but since already improving, we will re-eval after their medrol taper." "Patient likely having some sort of delayed onset nodule, perhaps precipitated by uri/ sinus infection (deemed not related to the device)." "Delayed onset nodule from voluma, s/p 1 session of hylenex, they have a big event next week. D/w pt pros and cons, and decision was made to opt for short prednisone course to see if we can decrease more inflammation quickly. 0.2 ml hylenex also injected, will f/u in 10-14 days if still present."